Event description:
It was reported by service report that the hydraulics on head end drift down. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Hydraulic jack drift.